Event description:
The clinician was swabbing inside the rectum and the stick broke.

Manufacturer narrative:
The facility reported they were using the wooden cotton tipped applicators to swab inside the rectum. The wooden stick broke and tweezers were used to remove splintered pieces. There was no report of serious injury or need for further intervention. No samples were returned for evaluation. As stated on the labeling, the cotton tipped applicators with wooden shafts are not intended to be used in procedures which may require excessive pressure. Excessive pressure applied to the shaft during use is a potential root cause for the reported incident. We have no trend for this issue and no information to suggest a manufacturing defect existed.